Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that when the max button was pressed on device, the system would continue to activate for about 5-7 seconds after the surgeon stopped pressing button. The case was completed using the same device with no pt consequence.